Event description:
A patient contact global technical services (gts) regarding a system error 2240 that appeared on the hc during a drain cycle. The patient stated they woke up and noticed that the patient line had inadvertently separated from the transfer set. Gts had the patient cycle power twice to clear the error to the "press go to start" prompt. Gts explained that a large amount of air had entered into the disposable set and advised the patient to notify their nurse. Gts instructed the patient to discard the supplies and finish their last cycle with a manual exchange.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, baxed on the information gathered during baxter's investigation, the cause of the system error 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The batch review was not performed because the lot number is unknown. The homechoice patient at-home guide instructs patients how to disconnect for a short time period. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).